Event description:
It was reported that during the implant procedure, the right ventricular lead was turned an excessive number of time to extend the helix. The helix was not able to visualized under fluoroscopy, so the physician could not tell if the helix was extended or not. When the lead was removed from the patient's body, the helix was noted to be extended. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the lead extends and retracts within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.